Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve. The leaflets were difficult to grasp due to the anatomy. After a few grasping attempts, the gripper arms would not lower. Troubleshooting was unsuccessful, the clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. Once outside of the anatomy, the user manually pulled on one gripper arm and the gripper arms were now able to move freely. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. Returned device analysis did not confirm the reported gripper actuation issue. The reported leaflet grasping issue could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for gripper actuation issue and unable to grasp from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not determined; however, the reported failure to grasp appears to be due to challenging patient anatomy/morphology (myxomatous leaflets, long and very mobile leaflets, large p2 prolapse and broken chords). Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.